Event description:
Report of initial notice of problem:staff noted on 2 situations after removing 2 valleylab bovie grounding pad, there were areas of ecchymosis in area where adhesive had been in contact with skin. Staff reported they had used manufacturer approved technique and still patient experienced significant break in skin integrity.